Manufacturer narrative:
Device evaluation anticipated, but not yet begun.

Event description:
It was reported that the left ventricular lead exhibited high pacing threshold. The lead was explanted and replaced.